Event description:
Caller alleged false negative d-dimer results. Results as follows: pt presented with chest discomfort and palpitations. Chest cta with contrast ((B)(6) 2012) revealed pulmonary emboli within some of the branches of the right pulmonary artery. Pt was admitted to the hospital on (B)(6) 2012 and discharged on (B)(6) 2012. Final discharge diagnosis: pulmonary embolism. The following reference ranges were used: d-dimer: <=400 ng/ml. Tni: <0.035 ng/ml normal, 0.035 - 0.119 ng/ml indeterminate, >0.120 ng/ml critical. Ck: 55 - 170 u/l. Ckmb: 0.0 - 2.4 ng/ml. Mg: 1.6 - 2.3 mg/dl. Myo: 0.0 - 107 ng/ml. Date: (B)(6) 2012, time: 13:31, d-dimer: 145, myo: 52.4. Date: (B)(6) 2012, 22:21, 220.

Manufacturer narrative:
No low bias for d-dimer was observed with any contrived whole blood sample tested on sob lot w50009. All samples recovered as expected. No product deficiency was established. No sample was returned to rule out sample specific interference that is known to affect analyte recovery. As of (B)(6) 2012, there are 3 complaints on sob lot w50009. Corrective action no required at this time.